Event description:
Philips received information from a customer site that the control pendant cable became caught in the machine and ripped out, and the collimator crashed into the patient support table.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Philips field service engineer (fse) visited the customer site and found detector 1 against table and the hand controller cable wedged between detector 2 and the gantry. The hand controller cable ripped in two. The table was at a maximum vertical position. The fse soldered the cable together for a temporary repair to be able to move the gantry. The fse then replaced the blown fuse on the table vertical motor controller. The fse removed the collimators and found lehr collimator detector 1 badly indented. The fse installed a new lehr collimator hand control cable, and performed collimator alignment. Alignment and calibration of the table were necessary. All tests were goo and the fse confirmed the system was operational. (B)(4).